Event description:
It was reported that the right atrial (ra) lead pace impedance was intermittently high, out-of-range. There were also episodes of signal noise on he ra channel. Technical services recommended bringing the patient in and attempting to reproduce the noise. This ra lead remains in service at this time and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).